Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe plastipak 5ml s/su stopper was defective/damaged. The following information was provided by the initial reporter translated from portuguese to english: I hereby inform you of the occurrence of the product. - 20 ml syringe. Reason: syringe rubber damaged. Val: 09/28. Lot: 3229660. Invoice number: 407411. Available for collection. Add info received apr 25, 2024: - quantity of defective product? 1. - has there been any harm to the patient/healthcare professional? (Detail): no. - is the sample contaminated? If so, state the substance. No. - could you send photo samples? Yes. - for sample collection and replacement, please inform attached - please confirm the date of the event. 23/04 - please provide the anvisa number. 202404004297. - is there a problem with the stopper (rubber in syringe's plunger) or the black rubber stopper inside the syringe? Black rubber inside the syringe.

Event description:
No additional information.

Manufacturer narrative:
Sample and photo received for investigation. Through visual inspection, it was observed that the stopper was incorrectly assembled to the plunger, distorted against the barrel wall. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. This issue was determined to have occurred as a result of improper alignment of the plunger/stopper to the barrel during assembly. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.